Event description:
During on-site service, the baxter service technician experienced an f-94 alarm (configuration option settings checksum is not 0) on a flogard infusion pump. This malfunction was identified during service, therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on site. A visual inspection and power on self-test was performed. During the power on self-test the f-94 alarm was identified. This alarm was caused by a defective main battery. The main batter was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.